Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer awoke with an elevated blood glucose (bg) level of 446 mg/dl, which was addressed with a correction bolus and by administering a manual injection. Subsequently, when the customer attempted to deliver a correction bolus, the insulin gauge displayed there was 8 units of insulin remaining in the cartridge; however, the pump delivered 2 units and declared that the cartridge was out of insulin. The customer declined to perform troubleshooting with tandem technical support on the reported event, and changed the supplies on the pump. Then, the customer reported being unable to see insulin exit the end of the infusion set tubing. Reportedly, the customer did not note any damages, but felt it more difficult to connect the tubing to the cartridge patient line via the luer lock. The customer loaded a new cartridge and tubing and was able to successfully see drops of insulin exit the tubing. Insulin delivery was resumed.